Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have caused the reported driveline communication fault alarms observed in the submitted log files. The heartmate 3 modular cable, lot number 8639361, was returned in used condition. Examination of the outer jacket revealed a gray discoloration along the length of the cable. The outer jacket showed cracking consistent with wear over time, but no other signs of damage (cuts, holes, tears, etc.) Were observed. The inline and controller connector bend reliefs were discolored dark brown but were otherwise unremarkable. Review of the submitted and downloaded controller event log files captured a driveline communication fault alarm, associated with com b fault flags, active from 16mar2026. The alarm did not affect the controller's ability to operate the pump at the stored patient speed while the driveline was connected. The driveline was disconnected on 16mar2026, appearing consistent with the reported controller exchange. An additional set of log files was submitted for review following the controller exchange. The additional controller event log file revealed that the driveline communication fault alarm was still active on the new controller, persisting through 18mar2026. Provided information indicated that the alarm did not resolve following the controller exchange, however the alarm did resolve after the modular cable was exchanged. No other notable events or alarms were captured throughout the log files. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump. The reported driveline communication fault alarms were immediately reproduced. The modular cable was then tested to evaluate the integrity of its wires. The modular cable did not pass electrical testing, even after cleaning of the pins. Electrical continuity testing of the modular cable was performed with a test bulkhead and test distal pump cable segment. There was no continuity observed in the yellow and orange wires, and the green, black, and red wires had elevated resistance values that fluctuated with manipulation of the cable. The open loop measured in the yellow wire appears consistent with the reported driveline communication fault alarms. No other discontinuities or shorts were induced in the other wires during this testing. After functional testing, the underlying layers of the cable were inspected under the microscope. Breaches in the insulations of the green and black wires were observed approximately 4.0¿ from the controller connector. A breach in the red wire was observed approximately 5.5" from the controller connector, and a breach in the black wire was observed approximately 11.0" from the controller connector. Additionally, the yellow and orange wires were completely fractured approximately 21.0" from the controller connector. All wires revealed exposed conductors at these locations. Visual and microscopic inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The relevant sections of the device history records for modular cable, lot # 8639361 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. These sections also provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline communication fault alarm occurred. Log files from the primary system controller ((B)(6) that became a backup system controller were sent. Additional log files from the new primary system controller (B)(6) were sent for review. The event log file captured driveline communication (comm) faults 16mar2026 at 23:13 and continued until the system controller was exchanged on 16mar2026 at 23:39. The event log file captured continued driveline comm faults after the system controller exchange. The modular cable was exchanged which resolved the comm fault alarms.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.